Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for broken stopper with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to broken stopper was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples and the customer¿s indicated failure mode for broken stopper with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and broken stopper was not observed. Root cause description: examination of the sample identified a piece of brown rubber stopper above the gel. It is most likely to be a part of a stopper, which was damaged during processing and found its way into the tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper on the bd vacutainer® sst¿ ii advance plus blood collection tube had broken and fallen into the tube. There was no report of exposure, injury, or medical intervention.